Manufacturer narrative:
The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported by the user site that "particles [were] left in [a] patient's breast during [a brevera] biopsy procedure on (B)(6) 2025." Additional information was obtained from the user, and it is reported that after multiple attempts at sampling and adjusting the device, the calcifications would not pull into the trough. It is further reported that because the targeted calcifications could not be well sampled and the "artifact seen in the breast after biopsy was of unknown etiology," an "excisional biopsy was necessary to fully remove the originally targeted calcifications and also served to remove the surrounding artifacts." It is reported that the originally targeted calcifications were benign according to the pathology; however, the pathologist "could not provide any additional diagnostic information about the specimen and noted that there is no clear literature to provide guidance in clearly identifying such foreign material." It is reported that the patient is asymptomatic and "there is minimal residual (2mm of artifact) seen confined to the skin in the region of the excision scar." No further information is currently available.